Manufacturer narrative:
The device was returned with the zero reference stopcock transducer port broken off. It is unknown how or when this damage occurred. This precluded patency and leak testing. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. There was proteinaceous debris observed within the device. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be cracked and leaking from the zero reference stopcock. According to the report, the doctor replaced the device with a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.